Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device was drop tested with the top slide in the primed position and the top slide remained primed. Additionally, the device worked properly under laboratory conditions and was able to prime, fire and obtain 30 chicken breast samples without issue. An x-ray was taken of the device with the top slide primed and found that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings during functional evaluation, the investigation is unconfirmed for the reported self-activation. It is possible that the bent bumper and incomplete cannula tang engagement contributed to the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Expiry date (05/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.